Event description:
Customer called and reported she woke up this morning with a bg of 500. She went to the doctor, and he removed the pod and found that the cannula kinked/bent. Customer received manual injection and bg brought down. Customer is not returning pod. No further issues were reported.

Manufacturer narrative:
The customer stated that a kink was noted in the cannula upon removal. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The device will not returned to the MFR for eval. No conclusion can be reached at this time. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.